Manufacturer narrative:
The pump was returned to animas for evaluation. During investigation, it was found that all the keypad button presses did not activate desired pump functions. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the buttons are not springing back. It was reported that there are no signs of structural damage, peeling or tears and there is no exposure to water.